Manufacturer narrative:
Product analysis #(B)(4): brief description of complaint: during the procedure, it was reported when the surgeon used the plasmablade device it had given some kind of arrhythmia symptoms to the patient. No other details or interventional measures were reported. Analysis conclusion: the reported issue of device use causing arrhythmia symptoms was not able to be confirmed. The generator functions as expected and met all product specifications. There were no anomalies found. Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, the surgeon reported the patient experienced an arrhythmia while utilizing the plasmablade device. No other details or interventional measures were reported.